Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, blood glucose remained elevated and a glucometer reading showed 397 mg/dl with trace ketones, and inspection revealed the cartridge was loose and not properly inserted; the user declined immediate supply changes and later sought guidance on insulin suspension and target settings, with education provided regarding ilet¿s automatic insulin shutoff, insulin on board, and use of a higher cgm target per clinician instruction. Symptoms included hyperglycemia. Outcomes included user education, troubleshooting on cartridge/infusion setup, and stabilization of glucose observed during the call. Investigation included technical support review, user walkthrough of infusion system components, verification of ilet insulin suspension behavior, and education on target settings and iob assessment. Investigation of this case revealed a probable infusion delivery issue due to an improperly seated cartridge and potential infusion set variability affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cartridge insertion and infusion set handling.